Event description:
It was reported that the atrial lead was dislodged during coronary artery bypass surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, implantable pacing lead, (B)(6) 2012. (B)(4).